Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of the head not working, the head failed its uplink tests and the cable was replaced to resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head was not working. It was also reported that the programmer was on but the screen was black and the programmer would not boot up. The programmer was returned for repair. The issue occurred while attempting to update software. There was no patient involvement.